Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Retention strip lot 361437-12 was used for the following results: testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 2.9 inr , qc 3: 2.6 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Relevant retention test strips (lot 368872) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter questioned high inr results with coaguchek xs meter serial number (B)(4) compared to the stago neoplastin laboratory method that started "within the last week." The customer provided discrepant results for 1 patient. The customer was using 2 different strip lots and was not sure which strip lot was used for this patient. This medwatch will cover strip lot 36887211. Refer to medwatch with patient identifier (B)(6) for information on the strip lot 36143712. The result from the meter was 7.8 inr. Due to facility policy, any patient with a result over 4.5 inr is sent to the laboratory for testing. The result from the laboratory within 7 hours was 4.2 inr. The patient's therapeutic range was not provided. There was no allegation that an adverse event occurred. Product was requested for investigation.